Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over-rotation of the inner coil during the extension or retraction of the fixation helix. Further inspection revealed cuts in the insulation which resulted most likely from the explantation procedure. The analysis did not reveal any deviations that might have contributed to the reported clinical observations. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR- it was reported that 8 months after the implant this lead dislodged into the ventricle. The reposition approach was unsuccessful and the physician decided to explant the lead.